Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a hernia repair procedure in 2007 and mesh was implanted. The patient reported experiencing excruciating pain for five years which requires medication. The mesh remains implanted. No additional information has been provided.

Manufacturer narrative:
Date sent to FDA: 09/03/2019.

Manufacturer narrative:
Additional information was requested and the following was received: the patient reported that he underwent procedure for groin/inguinal hernia on (B)(6) 2007 and mesh was implanted. Another surgeon had explained to the patient that the procedure has risks, but did not explain that something is going to be implanted and that the body can reject it. Patient has been in excruciating pain since procedure. He scored the pain 11/10. The pain is affecting his whole body, he described it as, ¿the pain is all over my legs, runs up my legs to my testicles, affecting my bowel and runs through to my heart¿. Patient is currently taking oxynorm ¿to cope with the pain, I sometimes take more than I should because I¿m in so much pain¿. The patient reported that two surgeons have stated that they cannot do a revision operation because the risks are too high. The surgeons will not operate unless the area is infected. The patient went to a hernia surgeon who advised that he cannot remove the mesh but he can remove a testicle to stop the pain reaching that area. The patient further reported that he can only get relief from the pain from the medication. The patient reported that with his heart condition, he sometimes completely passes out. The pain, suffering and lack of sleep is taking its toll on the patient's every day activities. No additional information has been provided.